Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation abraded at 40 cm from the connector pin due to friction with another implanted device. This abrasion caused the reported oversensing.

Event description:
Boston scientific received information that during a system revision to assess the left ventricular (lv) lead due to the patient's worsening heart failure, the efficacy of the lv lead came into question and a conductor fracture was suspected due to an increasing pacing threshold (10v) and high pacing impedance. History: when the n107 device was implanted in 2009, a competitor's y adaptor was used to connect the right ventricular (rv) and lv leads to the device. During the most recent revision, the physician suspected an issue with the y adaptor or lv lead so the y adaptor and lv & rv leads were removed and tested. The rv lead parameters were found to be within normal ranges; however, the lv lead was found to be non-functioning and exhibited a pacing threshold greater than 10v in addition to out-of-range pacing impedance. Outcome: the physician elected to leave the y adaptor and rv lead implanted, plug the lv port, cap the chronic lv lead and replace it with another (competitor) lv lead via a posterior lateral vein whereupon lv pacing was restored. No adverse patient effects were reported.

Manufacturer narrative:
Should have read final analysis found the proximal insulation abraded at 3.5 and 11.0 cm from the helix due to friction with another implanted device rather than final analysis found the proximal insulation abraded at 40 cm from the connector pin, due to friction with another implanted device.

Event description:
It was reported that the lead exhibited oversensing. The lead was explanted and replaced.